Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The baseline rhythm was noted to be the right bundle branch block (rbbb). There was calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott balloon. During the procedure, the valve was able to be successfully implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure on the same day, the patient received a permanent pacemaker. The implanter classified this event as being related to the patient¿s past medical history. No adverse health consequences were reported. The patient was discharged.

Manufacturer narrative:
An event of requiring a pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Reportedly, a pre-implant balloon aortic valvuloplasty was performed using a non-abbott device. During the procedure, the valve was able to be implanted, partially re-sheathed 2 times due to implant depth was too low. The final implant depth was 3 mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). There was calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the reported event could be related due to the patient¿s past medical history. However, this cannot be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a pacemaker was implanted.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be successfully implanted. Post-procedure, the patient received a permanent pacemaker. No adverse health consequences were reported. The patient is recovering.